Manufacturer narrative:
On (B)(6) 2019, mentor received the device for analysis. On (B)(6) 2019, mentor received information indicating that the patient's implants had been replaced with mentor memorygel breast implant 525cc, catalog# 3505251bc, serial# (B)(4) (left), serial# (B)(4). Device evaluation summary: during evaluation of the sample, it was noticed a tear measuring approximately 0.4 cm in the posterior aspect and a line of shell wear running from the posterior to the anterior view, suggesting in-vivo folding or creasing of the device. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor siltex round moderate profile 425cc (left), catalog # 3542670, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with mentor siltex round moderate profile 425cc and experienced a deflation on the right side post-operatively. As a result, the patient underwent removal and replacement with unspecified mentor implants on (B)(6) 2019.